Manufacturer narrative:
Operator of device and if the initial reporter also sent report to FDA is unknown. No information has been provided to date. Device evaluation: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed dso calibration. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. The investigation determined that an inoperable downstream occlusion sensor could be a probable, but unconfirmed, cause of the reported issue. If the product is returned this complaint will be reopened for further investigation. Per device history record review there was no evidence of any issues during the manufacture of the device and no evidence provided in the complaint of a manufacturing defect. Per service history review this device has not been in for service previously. Additional information was received indicating that the issue was found during testing, there was no patient involvement.